Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. According to the reported event, it is not entirely clear whether the fracture refers to the device or to a bone fracture. Attempts were made to retrieve more detailed information on the even; however, due to hospital policy, no further information were provided. Consequently, both potential scenarios were taken into consideration for this complaint. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Cocr head 32/0 med 12/14 item# 14.32.06-20 lot# 2732473. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had a hip replacement on an unknown date, subsequently, underwent a revision surgery due to an unspecified fracture. It is unknown at the time of this report if the reported event is referring to a fracture of the bone or of the implant. Due diligence is in process and to date no additional information on the reported event has been provided.